Event description:
Patient had a pelvic trauma which led to dislocation of hip. Hip was reduced and liner disassociated from cup, which led to the revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.